Event description:
It was reported that there was a slippery oily substance inside the tray when the physician opened the package. It was further stated that the physician clearly recognized the substance. No pt complications were reported.

Manufacturer narrative:
The device was returned and evaluated. Customer report was confirmed. The open tray was received with the product unused. The tray was found to have what appears to be a clear oily substance on the bottom of the tray. The tray was sent to chemistry for testing, and the substance was determined to be consistent with silicon oil. This substance is used to lubricate the valve on the catheter during manufacturing, and has apparently been used in excess.